Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device's tub is overheating and melting. The patient reports the device is doing this while it is powered on but not running. The patient does not know if property damaged occurred beyond the device and does not know if smoke was seen. The device is being returned for evaluation. Evaluation has not yet begun. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.